Manufacturer narrative:
The field service engineer determined that the sample probe was dirty and cleaned it. Afterward, the quality controls were acceptable. After one week the sample probe was exchanged and the field service engineer performed adjustments and preventive maintenance. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the crp or urea assay on a cobas pro ssu. Patient 1, tested with crp the sample initially resulted in crp value of 15 mg/l and repeated as 60 mg/l. Patient 2, tested with urea the sample initially resulted in a urea value of 5 mmol/l and repeated as 8 mmol/l. The questionable results were reported outside of the laboratory. The crp and urea reagent lots and expiration dates were requested but not provided.

Manufacturer narrative:
The investigation determined the service actions performed resolved the issue. The issue is consistent with a contaminated probe due to insufficient pre-analytical handling. Medwatch fields d1, d2, d2b, d4, g1, and g4 have been updated.